Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the pitch cable breakage was a component failure and is related to product design. Analysis identified the following, which was not related to the reported complaint. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.028 0.180 in length and were not aligned with the tube axis. The instrument was found to have mechanical indentations on the proximal clevis. The root cause of scratch marks and mechanical indentations is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (pn 470183-14/lot # n10201006 0138) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3219. The instrument had 2 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the permanent cautery hook was found to have a torn cable. There was no report of patient involvement.